Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to deploy. The hospital did not reports any pt effects. The hospital will reportedly not be returning one of the products in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eva. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).